Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr xl. Left. Reason(s) for revision: alval / soft tissue reaction / pain / noise. Update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(6) 2014. Update nov 17, 2017: email notification received. Added new complainant information. This complaint was updated on: nov 22, 2017.

Manufacturer narrative:
Asr revision asr xl left reason(s) for revision: alval / soft tissue reaction / pain / noiseupdate - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(4) 2014. Update (B)(4) 2017: email notification received. There is no new information added that changes the MDR decision. Added new complainant information. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.